Manufacturer narrative:
Unable to perform displacement test due to broken reservoir tube lip and missing reservoir tube oring. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the reservoir compartment opening damaged and o-ring fallen off and the reservoir is not able to lock in place when inserted into pump. The blood glucose was high at the time of the incident and declined troubleshooting for it and treated with manual injection. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.